Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer states two weeks ago she reportedly received results of 243 mg/dl and 143 mg/dl within 10 minutes on the compact plus system. The customer did not provide the location where the discrepant results occurred. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: test drum lot number 20646642, expiration date 09/30/2007.